Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 438 mg/dl. Customer reported blank display issue for insulin pump as it was not turning on. Customer was not calling back after receiving new battery cap. The display wasn¿t blank at the time of call but the display did not return after restart. It was unknown if customer was using auto mode at the time of incidence. The insulin pump will be returned for analysis.